Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 377760, lot # v013670, implanted: (B)(6) 2006, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger; product ID 3550-29, lot # n501403, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that her battery was replaced due to normal battery depletion and they found her leads were ¿goofed up.¿ the patient was told that they would not be able to turn the stimulation on for another 2 weeks, ¿so they could hook it up.¿ it was noted that the patient¿s leads were ¿not hooked up.¿ the patient did not know what caused the leads to move. The patient was going to be in so much pain without the therapy. The patient was told by the physician that she would need to work with her pain management physician during this time. It was unknown when her leads would be fixed. The patient was in so much pain. The patient was going on her 3rd week since her battery replacement surgery and she had not heard from anyone. The patient¿s medical history includes failed back surgery syndrome. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.